Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind error. The customer's blood glucose value was unknown. The customer reported that battery cap was very difficult to unscrew, reservoir leaks insulin inside pump, motor was loud, rewind errors, scratches on top, clip was broken again and taped together, batteries only last one to one and a half week. The troubleshooting was not performed. The insulin pump will not be returned for analysis.